Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia empty container leaked from the top of the port. This occurred before patient use. The device had been filled with chemotherapeutic solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4).the device was received for evaluation. A visual inspection was performed with no issues related to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Functional testing was performed and failed due to leak in port seal area near port tubing. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.